Event description:
Leak tested was performed and positive for leak, tried to repair the leak with suture but cannot do it so doctor had to do a temp loop ileostomy. Manufacturer response for ethicon curved cdh25, (brand not provided) (per site reporter). Product picked up by rep for evaluation.